Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, the healthcare professional reported receiving the incorrect product. The customer was supposed to receive the freestyle libre 2 sensor but received the wrong one instead. The customer used one sensor before realizing the error. There was no customer consequences reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.